Manufacturer narrative:
(B)(4).

Event description:
It was reported " unit has a system error 3 during start up". There is no additional information clarifying patient involvement or resolution of this alleged issue from the customer.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown card-board box with protective shipping packaging. Visual inspection of the pump assembly was per-formed and noted damages on the transducer cable and face seal plate. No other abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. A rattling noise was noted from the pump assembly and the pump alarmed system error 3 immediately after pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the source of the rattling noise. It was noted that the rattling sound appeared to be coming from the stepping motor which drives the bellows. A closer inspection was performed to find what was causing the stepping motor to rattle. It was noted that the system was unable to find a home position and kept on turning until the alarm triggered. A quick experiment was performed by pressing lightly on the home sense board while pumping was initiated. The system was then able to find its home position and pumping continued without any rattling noise. No loose hardware was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error #3 alarms" is confirmed. During the investigation, the system failed to find the home position, which is the cause of the system error 3 alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the communication failure (unable to find home). The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.

Event description:
It was reported " unit has a system error 3 during start up". There is no additional information clarifying patient involvement or resolution of this alleged issue from the customer.